Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll approved service provider received the device and observed the report. The customer's report was attributed to fluid ingress. The evaluation found internal fluid damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was labeled "not for clinical use" and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure -1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.